Event description:
It was reported that during a gyn procedure the electrode lifted off of the jaw. There was bleeding at this time. There was no measurable amount of bleeding and the nurse stated that they were able to use a second like device to cauterize and continue the procedure with no patient harm. The device is returning for analysis.

Manufacturer narrative:
(B)(4). The device was received with the electrode detached from instrument and not returned. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active rod was noted. Because of the missing electrode we were unable to test the full functionality of the instrument.